Event description:
During follow-up, it was noted that the device had charged to deliver therapy for a false ventricular fibrillation episode due to lead noise detection, no therapy was delivered. The physician explanted and replaced the lead and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received only the distal end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage.